Event description:
Patient with 5fr dual lumen PICC line placed in 2007. Approx two months later, when presented for infusion therapy, a large crack was found in the hub of the large lumen port where the alaris needle free valve port attaches. The patient required removal of defective line with replacement on the same day.